Event description:
It was reported that the dpt did not sense pressure quickly at the set up. Reportedly, the pressure output was gaining lower than normal.

Manufacturer narrative:
The device was not returned for evaluation.